Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965-35 lead 2013-(B)(6); 6937a-52 lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed several short interval counts (sic), non-sustained tachycardias, and t-wave oversensing (twos). It was further reported that the oversensing and pacing inhibition occurs when the patient rolls on to the right side. In addition there was loss of capture due to the oversensing which led to pre-syncopal feelings in the patient. The patient complained of light-headiness. The rv lead was observed in the header at lead revision to be fully seated and screwed down. There were no impedance changes. It was also reported that noise occurred in both true bipolar and integrated bipolar sensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.